Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt would not inflate on the vaso view hemopro.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Specific actions for this failure mode are being managed and documented in the maquet CAPA system. (B)(4).